Event description:
It was reported that device contamination occurred. It was noted that an opticross imaging catheter was found missing the tip protector and was contaminated and kinked inside the product box. The procedure was completed with another of same device. There were no patient complications reported.